Event description:
The dealer states that about a year ago, the consumer was bending over to feed his dog when his leg activated the tilt switch, allegedly causing the chair to tilt, pinning the consumer's right big toe between the footplate and a desk. As a result of the alleged incident, his toe was amputated.

Manufacturer narrative:
Dealer called manufacturer and reported that user alleged about a year ago they were bending over to feed their dog and inadvertently activated the tilt switch on their chair. As the chair tilted it pinned the user's right big toe between the footplate and desk resulting in a toe amputation. Dealer said there is nothing to return. Chair remains in use and no damage was evident. Current user guide covers this area. Manufacturer views this incident as a user error. No malfunction apparent. MDR filed based on injury.